Manufacturer narrative:
Of the six malfunctions, two devices' lot numbers were provided and complaint history reports were run. The remaining four malfunctions did not report a corporate lot number. Of the six malfunctions, five devices have been returned. Fluid leak was identified for four of the devices. Fluid leak and external burst were identified for one device. The device that was not returned for evaluation led to an inconclusive result. A root cause has not been determined. The devices are labeled for single use.

Event description:
This report summarizes six malfunctions. A review of the reported information indicated that model 0600570 central venous catheter allegedly experienced a fluid leak. This information was received from various sources. All six malfunctions involved patients with no reported consequences. One patient was reported as a 1-year-old female weighing 12 kgs and another patient was a 45-year-old male weighing 170 lbs; the remaining patients¿ age, weight, and sex were not reported.

Manufacturer narrative:
Of the six malfunctions, two devices' lot numbers were provided and complaint history reports were run. The remaining four malfunctions did not report a corporate lot number. Of the six malfunctions, five devices have been returned for evaluation, and one device will not be returned for evaluation. The investigation of the reported malfunctions is currently underway. The devices are labeled for single use.

Event description:
This report summarizes six malfunctions. A review of the reported information indicated that model 0600570 central venous catheter allegedly experienced a fluid leak. This information was received from various sources. All six malfunctions involved patients with no reported consequences. One patient was reported as a (B)(6) year-old female weighing (B)(6) kgs, the remaining patients¿ age, weight, and sex were not reported.